Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. On (B)(6) 2012, the patient returned to the clinic with urinary retention and pain. On (B)(6) 2012, the symptoms had become worse and there were signs of irritation and infection on the wound site at the symphysis. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00174. The same patient is represented in each medwatch.